Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) and the pod was leaking. The patient reported being unsure if the cannula was properly seated in the infusion site. The pod was not worn and as treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was in pod state 14, indicating the device deactivated itself due to timing out during the activation process. Because the device timeout before priming the device did not insert at the site. The device worked as intended. Investigation found no defects or deficiencies that would contribute to insulin leaking from the fill port. The fill septum was inspected, and no large puncture marks were found on either side that would be consistent with insulin leaking from the fill port. The distal tip of the soft cannula was manually occluded, and no leaks were present in the fluid path.